Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a broken belt clip from the insulin pump. The customer also reported being in a car accident. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.